Event description:
It was reported that the patient with this pacemaker was tired. Technical services (ts) reviewed the reports and it was revealed that the device exhibited noisy signals that resulted in the minute ventilation (mv) feature being disabled on the right atrial (ra) and right ventricular (rv) channels. Technical services (ts) reviewed the reports and noted a potential cause. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the mv feature has been turned on and has not been an issue ever since the date of event. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was tired. Technical services (ts) reviewed the reports and it was revealed that the device exhibited noisy signals that resulted in the minute ventilation (mv) feature being disabled on the right atrial (ra) and right ventricular (rv) channels. Technical services (ts) reviewed the reports and noted a potential cause. The device remains in use. No adverse patient effects were reported.